Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion due to a decrease in estimated longevity of approximately two years over the course of about one year. This device is expected to be explanted at a future date, however currently remains in service. No adverse patient effects were reported.